Event description:
According to information received from the reporting physician at (B)(6) hospital and the hospital medical records, the subject was admitted to (B)(6) hospital on (B)(6) 2012 to have an elective procedure to replace a failed high voltage right ventricular lead. The subject's past medical history includes a congenital heart block. The subject had a pacemaker placed in her early 20's, however, she experienced a cardiac arrest. The pacemaker was upgraded to an aicd. The aicd was connected with a fidelis lead which had been recalled. The subject had been demonstrating problems with the fidelis lead for some time. On (B)(6) 2012, she was admitted because of inappropriate shock and defibrillator was further adjusted. The subject admitted herself electively for the removal of the high voltage right ventricular lead and placement of a new right ventricular lead. During the elective surgery the aicd will be replaced. During the procedure a tear of the superior vena cava resulted in a tension hemothorax. The subject became relatively stable and eventually transferred to the micu. The subject remained stable for approximately 2 to 3 hours then suddenly went into fibrillation and died.